Manufacturer narrative:
This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00074 & 9616099-2014-00075. Complaint conclusion: it was reported by the affiliate during a percutaneous transluminal angioplasty (pta) of two lesions in the left subclavian artery (one in the distal subclavian and the other 90% in-stent restenosis (isr) of an unknown smart stent in the ostial subclavian), a palmaz stent on a powerflex plus was delivered to the de-novo lesion and dilation was conducted; however, the pressure never went above 3 atmospheres (atm). Because the palmaz stent was connected with indeflator via a three-way cock, the physician removed the cock and connected the palmaz directly to the indeflator. Then, inflation was conducted again, but the balloon never expanded. When the physician tried to remove the palmaz, it stuck to the distal end of the sheath. The stent was removed with the sheath as a unit, but it dislodged at the puncture site and cutting down was required to remove the stent. The stent was successfully removed and the patient is in stable condition. After removing the delivery system, a balloon rupture was found at the distal portion of the balloon. There were two lesions in his left subclavian artery. One is a de-novo lesion with mild calcification and 90% stenosis in the distal subclavian and another is an isr lesion of unknown smart stent in the ostial subclavian. The date of implantation of the smart stent is unknown. The residual stenosis of the isr lesion is unknown. Approach was made from a left brachial artery with a 7f 45cm brite tip sheath. The lesions were crossed with a radifocus guidewire. First, the isr lesion was dilated with a 5x20mm wanda balloon catheter for 15 seconds and pre-dilation for the de-novo lesion was also conducted with a non-cordis 6x20mm balloon catheter. The guidewire was exchanged for another one (radifocus stiff). After that, a palmaz stent was delivered to the de-novo lesion and dilation was conducted. However, the pressure never went up above 3 atm. During preparation of the device, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the system. No anomalies were noted to the device when removed from the package. The patient was male but his age is unknown. The product was not returned for analysis as the device remains implanted. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Review of the information provided suggests that there are patient factors, vessel/lesion factors, and procedural factors that may have contributed to this patient¿s restenotic event. With the limited amount of information available and without the return of the product it is not possible to draw a clinical conclusion between the device and the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00074 & 9616099-2014-00075. During preparation of the device, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the system. No anomalies were noted to the device when removed from the package. Concomitant products: 7f 45cm brite tip sheath, radifocus stiff guidewire; 6x20mm balloon catheter, 5x20mm wanda balloon catheter. This device remains implanted and thus is not available for testing and evaluation. A device history record (DHR) review could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the affiliate during a percutaneous transluminal angioplasty (pta) of two lesions in the left subclavian artery (one in the distal subclavian and the other 90% in-stent restenosis (isr) of an unknown smart stent in the ostial subclavian), a palmaz stent on a powerflex plus was delivered to the de-novo lesion and dilation was conducted; however, the pressure never went above 3 atmospheres (atm). Because the palmaz stent was connected with indeflator via a three-way cock, the physician removed the cock and connected the palmaz directly to the indeflator. Then, inflation was conducted again, but the balloon never expanded. When the physician tried to remove the palmaz, it stuck to the distal end of the sheath. The stent was removed with the sheath as a unit, but it dislodged at the puncture site and cutting down was required to remove the stent. The stent was successfully removed and the patient is in stable condition. After removing the delivery system, a balloon rupture was found at the distal portion of the balloon. The device will be returned for analysis. There were two lesions in his left subclavian artery. One is a de-novo lesion with mild calcification and 90% stenosis in the distal subclavian and another is an isr lesion of unknown smart stent in the ostial subclavian. The date of implantation of the smart stent is unknown. The residual stenosis of the isr lesion is unknown. Approach was made from a left brachial artery with a 7f 45cm brite tip sheath. The lesions were crossed with a radifocus guidewire. First, the isr lesion was dilated with a 5x20mm wanda balloon catheter for 15 seconds and pre-dilation for the de-novo lesion was also conducted with a non-cordis 6x20mm balloon catheter. The guidewire was exchanged for another one (radifocus stiff). After that, a palmaz stent was delivered to the de-novo lesion and dilation was conducted. However, the pressure never went up above 3 atm.